Event description:
It was reported that the device key sensor is probably defective. Per reporter, the pump reports: "not closed"; e.g. After the pre-filling process can no longer be started. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was duplicated. The device cannot be locked because the flex circuit sensor is defective. This was replaced and the device passed all functional tests. Service history review identified this device has not been serviced in the past 12 months.